Manufacturer narrative:
The smiths medical pump was returned for analysis in good physical condition however, the screen was noted as scratched. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. The downstream sensor will be replaced to resolve this issue.

Event description:
Information was received indicating that this cadd legacy pump was alarming. It was reported that the patient woke and found pump alarming with no message. When the patient was trying to switch batteries, it was found that there was some black discoloration. The patient suspects that something must have burnt in the battery compartment. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patients due to the reported event.